Manufacturer narrative:
Updated block: h6. Per the supplier evaluation, the sensor was evaluated on the test bench as part of the final oxygen (o2) testing, and no irregularities were observed. It was then examined in the testing laboratory to assess its sensitivity to gas pressure and to visually check for any electrolyte leakage. The tests confirmed that the sensor reacted to pressure when a short overpressure was applied to the gas inlet. However, no external damage to the core cell and no electrolyte leaks at the adhesive joints of the electrode wire feedthroughs were identified. For further analysis, the laboratory technician opened the sensor and microscopically inspected the diffusion chamber at the gas inlet. During this inspection, a small air bubble was found near the cathode connection. This air bubble was determined to be responsible for the pressure sensitivity and the unstable signal behavior at high o2 concentrations. Such air bubbles are commonly caused by dehydration, which occurs more frequently under certain operating conditions, such as low humidity and elevated temperatures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing. He replaced the oxygen (o2) sensor in the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) analyzer calibration failed. The gas calibration needed to be repeated multiple times, and the fio2 readings were not accurate when comparing them against the arterial blood gas (abg) values. The fio2 readings on the pump were fluctuating without reason while the actual vent settings remained unchanged. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.